Event description:
It was reported that during a lap cholecystectomy, the device was being fired across the cystic artery; the jaws closed and would not open for removal from the tissue. The surgeon opened another device and attempted to clip distally across the cystic artery and tore the cystic artery. The surgeon then converted to an open procedure and cut the device off of the tissue. The procedure was completed using another device and suture. They did keep the pt overnight and is stable.

Manufacturer narrative:
Date sent: 4/2/09. Eval summary: the analysis results for the el5ml instrument found that the instrument was returned in good visual condition. The instrument was cycled, fed and formed the remaining clips within mfg requirements. The instrument jaws opened and closed as intended during functional testing; no opening issues were noted. Although the event could not be confirmed a corrective action has been initiated to address the root cause of the opening issues. Additionally, the antibackup feature was noted non-functional and the orange indicator was noted beyond its intended position. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.